Event description:
Reporter indicated that their handheld computer was freezing at the interrogation successful screen, which was resolved with soft resets, and wanted to return the device. Attempts to have the product returned are underway.